Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was are not able to get implanted device to turn on because they cannot connect handset to ins, the handset t keep coming up can't find device. Patient further explained that they had an unrelated surgery and they turned ins off before the surgery, was able to connect it afterward but then on saturday pt started having return of symptom. Patient further reported that he can't make it in time to the bathroom and would pee on everything. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.